Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03412. It was reported the pt is not receiving effective stimulation. The stimulation is covering the pt's pain patterns; however, the pt feels no relief at this time. It was also reported the pt has been experiencing weakness in her right leg for 1.5 years. The pt is to consult with a neurologist and possibly have a CT scan. There is no additional info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.